Event description:
Abbott freestyle libre 2 -60% fail witharm sensors. Abbot support try everything to end call. Have since april, with abbot reader or apple iphone app, sensor will fail. They blame the app as if apple has an update, they are not at fault for patient not able to read sensor. No given reason why this also happens with their reader. This is unacceptable.